Event description:
It was reported that, "implanted #1 9mm cs insert after cement hardened, the knee was a little loose in flexion/extension. Dr. (B)(6) explanted #1 9mm implant. There was no concern with the implant itself. The doctor then put a #1 11mm cs insert trial in the patient. The cs #1 11mm insert trial cracked."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2011-00931.